Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. The customer visually inspected the cartridge and questioned the result. There was no indication that results were reported out and there was no report of patient impact. Eua# (B)(4). The following fields were corrected with additional information: customer problem: customer reports they visually saw 2 lines on the test cartridge. Customer reports the following: test cartridge was clearly positive but when tested on the analyzer, the result came back negative. No additional confirmatory test where done.

Manufacturer narrative:
H6: investigation summary his statement is to summarize the investigation results regarding your complaint that alleges discrepant results ( test cartridge was clearly positive but when tested on the analyzer, the result came back negative) when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088) batch number unknown. Bd quality performs a systematic approach to investigate discrepant results ( test cartridge was clearly positive but when tested on the analyzer, the result came back negative) complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. The customer visually inspected the cartridge and questioned the result. There was no indication that results were reported out and there was no report of patient impact. Eua# (B)(4) the following fields were corrected with additional information: " customer problem: customer reports they visually saw 2 lines on the test cartridge. Customer reports the following: test cartridge was clearly positive but when tested on the analyzer, the result came back negative. No additional confirmatory test where done."